Event description:
Customer stating he is having allergic reaction to heli-plug. Heli-plug is used to control bleeding and develop blood clots in extraction sites. On (B)(6) 2014, dentist performed four extractions, socket preservation bone grafting and delivered flippers. (B)(6) 2014: dentist reports healing looks very good. (B)(6) 2014: patient's wife reports that her husband has been in backcountry of (B)(6) since last seen by dentist. When patient flew back from (B)(6) got severe heart burn (has been treated for that in the past). Has a rash all over body that started after return from (B)(6). Patient was admitted to hospital having a severe allergic reaction. Wife asked if this could be a reaction to bone grafting. Dentist told her that he did not know any incidence of allergic reaction but would check with manufacturers. (No mdrs for this product). Since no swelling or irritation of gum tissue dentist feels this is highly unlikely. Dentist discussed possibility of allergy to flipper. Usually there would be contact inflammation and this was not seen.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.